Event description:
The customer stated that the ECG is not working. Cables and leads work fine when tested with other units. The customer cannot say for sure whether or not the problem existed while the unit was connected to a pt.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation revealed that the failure was caused by a flex cable pulling out of a connector, causing an interruption in communication and loss of the ECG function. Factory service found that the cable pulled out of the connector because the card cage holding a circuit board was bent, causing one of the printed circuit boards to move sideways, pulling on the flex cable to the point that the cable came out of the connector. The card cage probably bent as a result of physical shock to the unit, although there is no evidence of shock on the exterior of the unit. To resolve the issue factory service replaced the bent card cage and plugged the cable back in. Upon completion of the repair, the device performs to specs.